Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation and the local country contact (lcc) following-up with the patient. The cca was advised by the patient that the issue occurred on (B)(6) 2016. The patient allegedly obtained inaccurate high results of "200 mg/dl" with the subject meter and "160 mg/dl" with a laboratory device, performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient was unable or unwilling to state what medications she was taking at the time of the product issue occurred. The lc confirmed the patient was diagnosed with diabetes 10 year ago, her usual glucose levels during the last three months were from 54 mg/dl to 220 mg/dl, suggesting uncontrolled diabetes. The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged decreasing her dose of medication by half. The patient denied that she developed symptoms as a result of the issue; however alleged self-treatment with oral medications for diabetes. The lcc confirmed the patient did not received additional medications treatment, the medications described in the report are the habitual medication treatment from the patient. Patient commented that&#2056;ER treating physician instructed to modify the dose of her medication according her glucose levels. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca asked the patient to walk through her testing steps the process was correct. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.